Manufacturer narrative:
Product complaint # (B)(4). Device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: how many suture pulls out of the needle during this single procedure? Please clarify did the event occur during one or multiple patient procedures? What is the total number of procedures? Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). Which is the lot number from this list that corresponds to this product complaint? Samrua, sbmcxt, pc6633, rkmppt or rjmlpd. This complaint stems from 10 separate cases where all had the same problem. It happened to techs, fellows, and surgeons. I have 214 eaches to be returned and replaced. I will need a bigger shipping container than the one that was provided today. Possible potential lot involved: samrua, sbmcxt, pc6633, rkmppt, rjmlpd.

Event description:
It was reported that a patient underwent an unknown in 2022 and suture was used. During the procedure, the suture pulls out of the needle. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint (B)(4). Date sent to the FDA: 8/22/2022. H6 component code: g07002 no device problem found. Additional information: d4, h4 - the actual device lot number associated with this event is not known. The possible lot numbers are reported as follows: batch rjmlpd. Batch pc6633. Batch samrua. Batch rkmppt. Batch sbmcxt. A manufacturing record evaluation was performed for the finished device pc6633/ j258h05 batch number, and no non-conformances were identified. Expiration date: feb/29/2024 date of mfg.: mar/19/2019. A manufacturing record evaluation was performed for the finished device rjmlpd/ j258h65 batch number, and no non-conformances were identified. Expiration date: jul/31/2026 date of mfg.: aug/20/2021. A manufacturing record evaluation was performed for the finished device samrua / j258h65 batch number, and no non-conformances were identified. Expiration date: dec/31/2026 date of mfg.: jan/29/2022. A manufacturing record evaluation was performed for the finished device rkmppt / j258h65 batch number, and no non-conformances were identified. Expiration date: aug/31/2026 date of mfg.: sep/28/2021 a manufacturing record evaluation was performed for the finished device sbmcxt / j258h65 batch number, and no non-conformances were identified. Expiration date: jan/31/2027 date of mfg.: feb/9/2022. Additional information was requested, the following was obtained: how many suture pulls out of the needle during this single procedure? Please clarify: 1 what is the total number of procedures? 10 total procedures, there are 10 separate complaints which is the lot number from this list that corresponds to this product complaint? Unknown, packaging was not saved and the account did not know samrua. Sbmcxt. Sbmcxt. Pc6633. Rkmppt. Rjmlpd. Attempts are being made to obtain the following information. If further details are received at a later date a supplemental medwatch will be sent: the additional information received states that there were 10 total procedures and 10 separate complaints. Have any of these events been previously reported to ethicon? If yes, please provide the respective reference number(s) for each complaint. H3 investigational summary: four unopened samples of product code j258 , lot rkmppt were returned to ethicon for evaluation. Visual inspection and functional test evaluation were conducted on the returned device. In order to evaluate the condition of the returned samples, the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no anomalies were observed during evaluation. Functional test was performed, and the pull force result were above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional h3 investigational summary: six unopened samples of product code j258, lot rjmlpdn were returned to ethicon for evaluation. Visual inspection and functional test evaluation were conducted on the returned device. In order to evaluate the condition of the returned samples, the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no anomalies were observed during evaluation. Functional test was performed, and the pull force result were above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional h3 investigational summary: five unopened boxes with thirty-six packages and one open box with twenty-four packages of product code j258, lot sbmcxt were returned to ethicon for evaluation. Visual inspection and functional test evaluation were conducted on the returned device. As per the sampling plan, a visual inspection was performed on thirty-two samples, no defects were found on the packages. The packets were opened, the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand no anomalies were observed during evaluation. Functional test was performed, and the pull force result were above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/13/2022 additional information was received: the additional product complaint numbers are: (B)(4) (B)(4) (B)(4) (B)(4) (B)(4) (B)(4) (B)(4) (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.